Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet system was leaking insulin at the cartridge/connector for several days, requiring more than eight supply changes and prompting manual insulin injections while the device remained connected. The user previously reported blood glucose exceeding 600 mg/dl, and the device issue was characterized as a fluid leak associated with the connector component. Symptoms included no clinical signs, symptoms, or conditions documented. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a leakage related to a seal, aligning with a fluid leak at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.